Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to an optical component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope exhibited the lens broken and displaced. Also there were many fractures in the light guide bundle. There was no patient involvement.